Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that there was a communication problem and an implantable neurostimulator (ins) overdischarge was suspected. The patient¿s stimulation had stopped. It was hard for the patient to recharge their ins because they had trouble finding the right spot to recharge. The patient had not charged their ins in a long time. The patient had not recharged since 2013. The patient was suffering. They had gained a lot of weight since their implant and their back pain was excruciating since they had not used their stimulation therapy. The patient was considering having their device removed. It was noted that the device had never worked right since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.